Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not confirm nor replicate the reported complaint that the maryland bipolar forceps grip is insufficient. There were no damages or misalignment found to the grips during visual and microscopic inspection. While on an in-house system, the instrument passed the recognition and engagement tests, moved intuitively with full range of motion, and the grips performed properly. During further investigation fa found (not reported by the customer) damage to the conductor wire's insulation, with no insulation missing. This type of failure is commonly related to mishandling/misuse (such as collision of the instrument with a sharp object). Based on the information provided at this time, this complaint is being classified as a non-reportable event. Refer to decision tree reportability rationale. At this time, complaint investigation has been completed and this record will be closed. If additional information related to this complaint is obtained, the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an or staff noticed that the maryland bipolar forceps grip is insufficient. No fragments fell into the patient. The procedure was completed with no reported injury.